Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the lens would not insert and would not set and had to use another to complete procedure. No patient harm documented. Additional information was requested and received.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is bent in the gusset area and folded over and adhered to the optic by solution. The lens was cleaned with lphse. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. A dimensional inspection was performed. The lens dimensions are acceptable using an approved (plan view) template. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. There have been one other complaints reported in the lot number. The reported issue could not be verified. No problems were found with the returned lens. The manufacturer internal reference number is: (B)(4).